Event description:
The customer reported that a bag of heparin that had been hung at 04:30 was found empty 45 mins later, and the nurse noted that the upper fitment was "half inside the door." Although the programming had been double checked by a second clinician, the infusion had been started while the room was darkened and the nurse had removed the set to clear air that was in the line. The pt required a CT scan of the head, frequent neuro exams and lab draws to monitor ptt. No neurological changes occurred and the ptt returned to baseline 12 hrs after the event. The pt was later discharged home in good condition.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.